Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the burr of the catheter unit was stuck to the related guidewire. The burr could not be removed from the rotawire and was stuck 46cm from the spring tip. The rotawire was cut and the burr was removed. The burr was microscopically examined and found the annulus of the burr and the distal burr to be within specification. Damaged marks were noted on the body of the burr. It was noted that glue was evident within the proximal and distal burr. The distal coil was examined under microscopy. The coil was within specification. It was noted that glue was evident where the burr was attached to the distal coil during manufacturing. A scratch test was performed to confirm if the returned burrs cutting action was acceptable. The diamond plated area of the burr was scratched along the side of a single edge blade. When the side of the blade was visually examined, a scratch mark from where the burr came into contact with the side of the blade was noted. This confirmed that the burrs cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a rotational atherectomy procedure, burr detachment occurred. The target lesion was located in the severely calcified distal right coronary artery (rca). The physician advanced a 1.25mm rotalink burr over a rotawire guidewire. Atherectomy was performed for approximately three minutes at a rotational speed of 220,000 rpms, but could not fully ablate the lesion. The rotational speed dropped to 30,000rpm, the burr got stuck and detached. With the rotawire still in the patient the physician advanced a gooseneck snare and was able to remove the detached burr. The procedure was completed by balloon angioplasty and the placement of a stent. No patient complications were reported and the patient status is good.

Event description:
It was further reported the target lesion was severely tortuous.